Event description:
It was reported that the patient experienced an infection of unknown source. The implantable pulse generator (ipg) system was explanted and antibiotic treatment was required. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).